Event description:
It was reported that during a prostate procedure @ 12 minutes of use, the fiber snapped in half at the end of the procedure. 116,000 joules of use. A bright red flash was observed in the room. The tech immediately put the laser into standby. The issue occurred at the end of the procedure so a new fiber did not need to be opened. There were no injuries reported.